Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set tubing came apart at quick release. The site was abdomen and the pump was in the pajama pocket at night. The infusion was used for a few hours. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures or humidity. Also, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.